Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/9/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs), and metallosis/pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on:2/29/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2018. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain and "squeaking". Update rec'd (B)(6) 2015: litigation papers allege the patient experienced severe pain and discomfort in and around her right hip; intermittent mechanical symptoms of crepitance or popping in her right hip; periarticular fluid collection in the region in of the greater trochanter; pseudocyst with metallosis staining; elevated cobalt chromium ion levels.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/23/16¿ pfs and medical records received. After review of the medical records for MDR reportability, the pfs reported metal ion levels at reportable levels, but no medical records were provided with that information. There is no new additional information that would affect the existing invstigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, these device's are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.